Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 200 mg/dl at the time of hospitalization. Customer was taken through emergency medical services. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer also stated that feeling like heart attack and acid reflux at the time of hospitalization. Customer current blood glucose reading was 261 mg/dl. The insulin pump will not be returned for analysis.